Event description:
It was reported that pump declared altitude alarm 21 and customer had experienced similar issue with same pump within previous month. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that residue or debris buildup in speaker holes could trigger altitude alarm, acknowledged cleaning instructions, and issue was resolved, with no further actions reported.